Event description:
Caller reports patient received the following inform/laboratory results: 38 mg/dl and 77 mg/dl/45mg/dl 51 mg/dl and 198 mg/dl/53 mg/dl. The comparisons were performed hours apart. Caller states approximately 4 hours prior to the first comparison, patient was treated with a glucose IV based on lab result of 21 mg/dl. No actions taken based on device results. No adverse event related to the device was reported. Requested return of suspect device, however caller no longer has the test strips; replacement was sent.